Event description:
Analysis of the returned handheld was completed on 06/29/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed on 06/30/2015. The software performed according to functional specifications in the pa lab; additional files were identified, which suggest that the flashcard was inserted into a non-cyberonics computer; this had no adverse effect on software functionality.

Event description:
It was reported that the handheld locks up on various screens. The handheld and software were received on 06/04/2015. Analysis is underway but has not been completed to date.

Event description:
It was reported that the handheld device was freezing intermittently. The handheld device and software flashcard have not been returned to date.